Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reported contacted animas on (B)(6) 2016 alleging that the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 275 mg/dl with symptoms suggestive of hyperglycemia of large urinary ketones, drowsiness, nausea, polydipsia, polyuria and dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management for this event. The reporter alleged that patient's adverse physical event was due to insulin leaking out of the cartridge at the internal o-ring; the patient did not receive the intended infusion of insulin due to the leakage. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy due to a malfunction of the insulin cartridge.